Manufacturer narrative:
Customer reported, problem code of error code 211.200 was not confirmed, over the phone. Tech support performed troubleshooting over the phone. Recommended to replace logic board and return module. A serial number was not provided. Therefore, a review of the device history record cannot be performed. H3 other text: troubleshooting over the phone.

Event description:
It was reported, that the device received an alarm error code message. The error code displayed was 211.200. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. Technical support performed troubleshooting over to determine the customer reported issue of npi error code 211.200 on 8100 unit. Technical support: 1. Tech called in with error code 211.2000 on 8100 unit. 2. Which is a unspecified communication error on unit needs to replace logic board. 3. Before call in tech had already replace logic board and still get same error code. 4. Will need to send unit in for services repair. Symptoms/system effect: 8100 module giving a 211.2000 error. Source: technical service manual, bd alaris¿ pc unit, model 8015 and bd alaris¿ pump module, model 8100, steps to solve (internal). Solution/workaround summary: how to correct a 211.2000 error. High level steps/procedure: 1. Replace logic board. 2. Return the module to the factory. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. 2021-002122-527933 a serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : device not returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.200. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over to determine the customer reported issue of npi error code 211.200 on 8100 unit. Technical support: 1. Tech called in with error code 211.2000 on 8100 unit. 2. Which is a unspecified communication error on unit needs to replace logic board. 3. Before call in tech had already replace logic board and still get same error code. 4. Will need to send unit in for services repair. Ymptoms/system effect: ¿ 8100 module giving a 211.2000 error. Source: technical service manual. Bd alaris¿ pc unit, model 8015 and bd alaris¿ pump module, model 8100. Steps to solve (internal) solution/workaround summary: ¿ how to correct a 211.2000 error. High level steps/procedure: 1. Replace logic board. 2. Return the module to the factory. 2021-002122-527933: a serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Tech called in with error code 211.2000 on 8100 unit. 2. Which is a unspecified communication error on unit needs to replace logic board. 3. Before call in tech had already replace logic board and still get same error code. 4. Will need to send unit in for services repair. Ymptoms/system effect: ¿ 8100 module giving a 211.2000 error. Source: technical service manual. Bd alaris¿ pc unit, model 8015 and bd alaris¿ pump module, model 8100 steps to solve (internal) solution/workaround summary: ¿ how to correct a 211.2000 error. High level steps/procedure: 1. Replace logic board. 2. Return the module to the factory. 2021-002122-527933: the customer reported problem was not confirmed. H3 other text : no product returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.200. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 211.200. There was no patient involvement.